Event description:
It was reported that the customer's pump kept saying that her blood glucose level was low through the night. Customer's blood glucose level was 244 mg/dl and sensor glucose reading was 40 mg/dl. Customer stated that she looked at the machine and the sensor glucose said 105 mg/dl and now it is 87 mg/dl. Customer has been using it for 4 days and 11 hours now. Customer indicated that at one point it didn't seem to be taking calibrations. Customer stated that since her readings were low, she ate. Customer stated that the threshold suspend alarm keeps going off. Customer does not exhibit symptoms of low blood glucose levels. Customer's threshold suspend limit is 60 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).